Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they want to get the device removed because it's not effective. Patient stated that they are disappointed to the doctor who implanted the device and noted that they didn't feel that the doctor is effective at all. The patient also stated that they never reached the point where the device was at least effective, even a little. The patient also stated that it may not be inserted properly, and the doctor never got the right tweak. The patient mentioned that they have tried making adjustments to the therapy setting and tried several programs, but it still not make any difference. The patient expressed that they have no confidence, and they felt that it's "not gonna be made positive" for them. The patient also noted that they felt the need to take it out because they thought it might be dangerous for them. The agent offered to walk the patient through making an adjustment with their therapy setting and reviewed programming options. No troubleshooting was made on the call.

Event description:
Additional information was received from the patient. They called back for assistance adjusting stim. Reviewed how to change programs per patient's request. Patient was able to change programs and increase stim to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.